Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, with the da vinci system docked and the instrument in use on the pelvic trainer, a cable failure occurred in the instrument¿s pulley mechanism. No impact, misuse, or abnormal handling was observed that could explain the cause of this issue. There was no report of patient involvement.